Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1151 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension tubing was unable to be inserted into the strain relief. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.